Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation session the pacing outputs on this pacemaker were accidentally reduced. As a result this patient experienced asystole that lasted longer than two seconds. The asystole was resolved with heart massage and the device was reprogrammed. This pacemaker remains implanted. No additional adverse patient effects were reported.